Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, (1) cannulated connecting screw was worn and a second cannulated connecting screw was worn as well as unable to disconnect from the handle. It is unknown when the issue was discovered. Patient and procedure involvement are unknown. This report is for (1) cannulated connecting screw. This is report 2 of 2 for (B)(4).